Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange due to an infection that was unrelated to the device. Driveline exit site with mrsa was noted. IV vancomycin antibiotics with no resolution was also noted. The pump was exchanged due to persistent driveline exit site infection despite IV therapy. No other information was made available.

Manufacturer narrative:
Age at time of event and weight are not available. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The evaluation revealed a deposition in the outflow elbow and outlet stator. The deposition in the outflow elbow was soft/tissue-like with granular development along the elbow lumen. It appeared that the deposition did not impede flow. A specific reason for its development, and a duration for its presence in the pump, could not be conclusively determined. The deposition in the outlet stator was not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor to indicate that this deposition was present while the rotor was spinning. Although its origins and a duration in which it was present in the pump could not be conclusively determined, it did not appear to have originated in this location and was not attached to any surface. In addition, the deposition did not appear to have contributed to a functional issue. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.